Event description:
A power source alert 07 was reported by the customer, who was using a tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to plug the wall adapter into an outlet that was known to work and wait for at least 30 minutes for the pump to begin charging. This resolved the issue, and the pump began charging without requiring further assistance.